Manufacturer narrative:
The device involved in the reported incident is not available for evaluation. An investigation has been initiated based on the reported information. Linked to mfg report numbers: 9615741-2018-00062, 9615741-2018-00063, 9615741-2018-00064, 9615741-2018-00066.

Event description:
The bone & joint journal (2018) published: "mid-term follow-up of patients with hindfoot arthrodesis with retrograde compression intramedullary nail in charcot neuropathy of the hindfoot". The purpose of this study is to evaluate the mid-term outcome of hindfoot reconstruction in terms of union, function, alignment, and complication rate in patients with deformity of the ankle secondary to charcot arthropathy presenting with or without ulcers, with the major endpoint being the rate of limb salvage. A total of 18 patients (19 feet) with an advanced degree of ankle and subtalar joint instability and/or deformity were operated on during the study period (january 2011 to june 2013). One patient with a primarily fused ttc arthrodesis combined with talonavicular joint arthrodesis developed a painful pseudoarthrosis of the talonavicular joint. This patient was treated with re-arthrodesis of the talonavicular joint and bone grafting. Additional information was requested to the author.

Manufacturer narrative:
Additional information was requested to the author, the following was received: patient: female, (B)(6) years old. Fusion level: left hindfoot. Date of initial procedure: (B)(6) 2014. Follow-up: 12 months.

Manufacturer narrative:
This incident is linked to the arthrodesis surgery of the talonavicular joint. It could not be linked to panta nails or other integra products in the light of the elements we have. As this incident could not be linked to panta nails or other integra products, no failure analysis will be performed.